Event description:
A report was received that following a revision in 2008, the patient became paralyzed from the waist down and was in a nursing home for 3 months. No other information was able to be obtained.